Manufacturer narrative:
Correction to d8, d8 was inadvertently left blank on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, the evis exera iii gastrointestinal videoscope tested positive for non-fermenting bacilli other than pseudomonas aeruginosa. The scope was checked twice, and positive results were reported for the scope twice. The results from other scopes that were tested were negative. No information on the test results was supplied by the customer. The customer will be returning the scope for evaluation due to the abnormalities detected twice on cultures. There was no patient harm or cross-contamination, and the scope was out of service at the time of sampling. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The physical device evaluation was completed, and additional issues were identified: due to damage on the charge-coupled device unit, the image had white dots; the plastic distal end cover was cracked; the adhesive on the bending section cover had wear and the glue was lifting; the connecting tube was buckling; and due to wear of the angle wire, the bending angle in the up direction does not meet the standard value. The customer provided the cleaning, sterilization, and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning the reprocessing of the scope and no suspected patient infections due to the facility's findings. The customer did not provide the specific steps taken during the cds process. Olympus is the maintenance company. The hygiene microbiological investigation report indicated the channels of the scope were cultured and reported that no positive microorganisms were identified. The obtained results were in conformance with the requirements. Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results. E1: (B)(6).